Event description:
It was reported that during a case the core impaction drill heated up and leaked a black residue into the patient's mouth. Gauze was used to successfully remove the black residue. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor cartridge and the sockets.